Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and magnified inspection revealed the tip was damaged. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter became stuck on the wire. The 99% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. The 4.0 x 100/80 (4f) sterling otw balloon was selected and used to pre-dilate the lesion several times. The sterling balloon was removed from the patient. The same sterling balloon was then used to post-dilate the lesion. When advancing the sterling balloon to the lesion, the sterling balloon catheter became stuck on another manufacturers guide wire. The sterling balloon catheter was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter became stuck on the wire. The 99% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. The 4.0 x 100/80 (4f) sterling otw balloon was selected and used to pre-dilate the lesion several times. The sterling balloon was removed from the patient. The same sterling balloon was then used to post-dilate the lesion. When advancing the sterling balloon to the lesion, the sterling balloon catheter became stuck on another manufacturers guide wire. The sterling balloon catheter was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.